Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert was going off "all day." The patient alert was for varying impedence values. The lead is still in use. No patient complications were reported as a result of this event.